Manufacturer narrative:
(B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary total knee replacement; mater health services brisbane (B)(6) 2018. While attached to the femoral impactor, the surgeon struck the handle and the red release mechanism fractured from the rest of the release latch. The spring was dislodged. All parts/fragments were accounted for. No ae to patient. No delay to the procedure.